Event description:
It was reported that the patient was not warming on the arctic sun device. Started rewarm and patient temperature was 33.3c. Rewarm read 37.0c and target temperature was 37.0c. There was good flow rate, water temperature was 36.8c and there was good fit to pads. High water temperature limit was set to 42c and they set device into manual mode. The water temperature was still 36.8c. They checked event log and they had alert 113 (reduced water temperature control) but not since yesterday and there were no recent alarms. Water level had four bars. They emptied 400cc off the right drain port and set the device again in manual mode for 42c. 10 minutes later, the water temperature was at 41c. They put the device back into rewarm made with rewarm from set to the patient current temperature was 33.4c rewarm rate 0.3c/hr. Called back and the patient temperature was up to 33.9c. Per follow up 1 on (B)(6) 2020 via nurse, the patient was able to complete therapy and they did not have any issues.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not warming on the arctic sun device. Started rewarm and patient temperature was 33.3c. Rewarm read 37.0c and target temperature was 37.0c. There was good flow rate, water temperature was 36.8c and there was good fit to pads. High water temperature limit was set to 42c and they set device into manual mode. The water temperature was still 36.8c. They checked event log and they had alert 113 (reduced water temperature control) but not since yesterday and there were no recent alarms. Water level had four bars. They emptied 400cc off the right drain port and set the device again in manual mode for 42c. 10 minutes later, the water temperature was at 41c. They put the device back into rewarm made with rewarm from set to the patient current temperature was 33.4c rewarm rate 0.3c/hr. Called back and the patient temperature was up to 33.9c.